Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. An emerge balloon catheter was advanced into a guide catheter for dilatation. However, the balloon met a lot of resistance inside the guide catheter. As the balloon was being removed, the catheter broke in half inside the guide catheter. The guide catheter was removed with the separated balloon catheter inside. No patient complications were reported.